Event description:
The user facility's biomedical engineer reported the automated impella controller experienced a battery failure red alarm. Actions taken are unknown. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic4308) was sent back for further investigation. Aic logs confirmed the reported failure. The failure mode was reproduced on an engineering bench. The battery 1 pack voltage was measured to be 3.5 v rather than the expected 16 v and batt test showed battery1 cellv3 is ~375mv less than the other cells. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.